Manufacturer narrative:
(B)(4). Batch # r5c29e. Investigation summary: four photos were provided; pictures one and two show the open jaws of a device with a blue reload loaded. Several fully formed and two appears not fully formed staples can be seen on the cartridge deck and knife slot. Picture three shows tissue with staples on it. It appears that there are two not fully formed staples on the tissue. Picture five shows what appears to be a device clamped over tissue. Based on the staples noted on the pictures, the event describe is confirmed, however no conclusion or root cause could be determined. The analysis results showed that one ecr60b cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Investigation summary: four photos were provided; pictures one and two show the open jaws of a device with a blue reload loaded. Several fully formed and two appears not fully formed staples can be seen on the cartridge deck and knife slot. Picture three shows tissue with staples on it. It appears that there are two not fully formed staples on the tissue. Picture five shows what appears to be a device clamped over tissue. Based on the staples noted on the pictures, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during the laparoscopic surgery for low rectal cancer, noted incomplete staple line, the tissue was cut but no staple on the middle of the tissue. Check the reload after remove from the patient, noted no staple on the middle of the reload. Suture was used to oversew. There was no patient consequence reported. No additional information can be provided.